Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 6:30 pm with a high blood glucose level of 369 mg/dl. The customer was treated for their blood glucose with their insulin pump. The customer tried multiple infusion sets before the insulin pump worked as designed. The customer declined troubleshooting the issue. The customer was sent new infusion sets.